Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the suction channel, jet tube and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (reporter name should be blank in the initial medwatch). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer examined the cleaning disinfection and sterilization (cds) processes provided by the customer. They found no obvious deviations from the instructions for use (IFU) for the foreign material in the auxiliary water channel and nozzle. However, it is unclear if there are deviations from the instructions for use (IFU) for the foreign material in the suction channel, as the customer did not address any abnormalities in the reprocessing accessories or whether the endoscope was presoaked in the detergent solution. Additionally, the customer reported that the tip of the brush broke off during preliminary cleaning and remained stuck inside. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the suction channel, auxiliary water channel outlet, and nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, operation manual, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.